Event description:
It was reported to medtronic minimed that the customer experienced cosmetic damage and a crack at the battery compartment. The customer reported no adverse event. The event involved product mmt-1884l. Troubleshooting was performed. No harm requiring medical intervention was reported. The product return was requested for mmt-1884l and the product was returned for analysis.

Manufacturer narrative:
(B)(4). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: minor scratches on lcd window, serial number label missing, cracked retainer, cracked case (battery tube) and cracked battery tube threads. In summary, the pump was received with a cracked case (battery tube) confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.